Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 270cc mentor smooth round high profile saline breast prosthesis and experienced a deflation on the left side post-operatively, which was confirmed during an office visit. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A revised manufacturing record evaluation (mre) was performed. Non-conformances were identified related to the device malfunction and will be handled through mentor's quality system. Reason for device explant and/or reoperation: deflation. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 25, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample determined that the sm hps dv 270cc breast implant was found to have two (2) tears (a and b) on the posterior view. The tear a, measuring approximately 2.5 cm, and the tear b 0.5 cm. Microscopic examination was performed on the edges of both tears, and parallel striations were found in an area of tear a, measuring approximately 0.4 cm and in an area of tear b measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tears (a and b) could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).